Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Customer¿s blood glucose level was 116 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.